Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 4. The patient's ultrafiltration (uf) reading was 1034 ml, indicating the home patient (hp) drained 1034 ml more than the largest prescribed fill volume of 1500 ml. This meant the total drain volume was approximately 2534 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The cause was one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.